Manufacturer narrative:
H.6. Investigation: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapsed tubes with the incident lot was observed; however, the indicated failure mode for insufficient additive amount was not observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination for insufficient additive amount and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of collapsed tubes based on the photos provided; however, unconfirmed for insufficient additive amount based on the photos provided and the retention samples. Bd was not able to identify a root cause for the indicated failure mode of insufficient additive amount. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. H3 other text : see h.10.

Event description:
It was reported that 300 bd vacutainer® serum blood collection tubes had insufficient clot activator additive. The following information was provided by the initial reporter: "it looks like the clotting activator is sparse through all the tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 300 bd vacutainer® serum blood collection tubes had insufficient clot activator additive . The following information was provided by the initial reporter: "it looks like the clotting activator is sparse through all the tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 300 bd vacutainer® serum blood collection tubes had insufficient clot activator additive . The following information was provided by the initial reporter: "it looks like the clotting activator is sparse through all the tube."